Manufacturer narrative:
Product complaint #: (B)(4). This report is for an unknown locking/set screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. During removal strips of titanium sheared from the screw head and were spread around the surgical site. The risk to the patient required time to be taken to locate all fragments of the screw thread to ensure none was left in the wound. When removing a 5-level fixation l2-s1 due to infection the correction keys stripped the screws internal thread. This caused small strips of titanium to be spread around the spine. Images of damaged implants and fragments attached. A request has been made for the implants to be sterilized for further inspection. This complaint involves unknown number of devices. This report is for (1) unknown locking/set screws. This report is 3 of 3 for (B)(4).